Event description:
Following a heart valve replacement procedure bioglue surgical adhesive was used in conjunction with standard methods of surgical repair to seal the suture line. Following closure of the aorta, the status of the implant was assessed using transesophageal echocardiogram and pressure gradients which indicated regurgitation. The aorta was reopened and noted that one of the leaflets of the mechanical valve was not functioning. A speck of bioglue had leaked onto the leaflet, which caused the temporary malfunction of the valve leaflet. After removing the speck of bioglue the leaflet started to move and repeat tests indicated that the valve was functioning appropriately. The pt is reported to be doing well and was discharged from the hosp with no further complications reported to date.